Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since they had an magnetic resonance imaging (MRI) due to other health issues they have been experiencing symptoms of feeling light headed and dizzy. They stated they were in their office upstairs and walked down stairs to get food and just from doing that they felt dizzy and had to sit down. They also reported that their current resting heart rate was ranging between 57-61beats per minute whereas their device lower rate was set at sixty beats per minute. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.